Manufacturer narrative:
Device not returned.

Event description:
It was reported that the catheter showed non conformity on thermal filament. When the catheter passed across the introducer, before 30cm, the catheter balloon didn't deflate and it is impossible to do the flush. Follow up with customer indicated that there was fold on the catheter and that is why the catheter inflated, but didn't deflate.